Event description:
An implantable pulse generator (ipg) system was returned from a crematory with no cause of death. Information identified in the manufacture¿s database indicated the patient died approximately 5 months post implant of the ipg and 8 years post implant of the leads. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.